Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported to have suspended insulin pump for a shower and reconnected forgetting to take pump off of suspend. Customer reported that blood glucose was 600 mg/dl and was treated with manual injection. Customer continued to treat high blood glucose with insulin pump and manual injection and blood glucose remained high at 454 mg/dl, 500 mg/dl and 572 mg/dl. Customer had symptoms of nausea and headache. Customer declined troubleshooting, but was able to perform high pressure test. Insulin pump passed high pressure test. Customer was advised to change infusion set, reservoir and insulin and to contact healthcare professional regarding unexplained high blood glucose.